Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records, it was reported that on (B)(6) 2005: the patient underwent MRI of lumbar spine without contrast. Impressions: degenerative changes as described, most severe at l5-s1; central broad based disc protrusion at l4-5; predominantly left sided disc protrusion at l5-s1. On (B)(6) 2005: the patient underwent discectomy at l5-s1 right. Preop diagnosis: lumbar spondylitic disease; spinal stenosis; l5-s1 radiculopathy, right side. Procedure: minimally invasive microscopic facetectomy and transforaminal decompression, l5-s1 right roots via the metrics tube system; total discectomy at l5-s1 right; interbody fusion with 10 x 25 spacer and local bone autograft and rhbmp-2/acs (bone morphogenetic protein) via the right-sided approach. Perop: using a small k wire and lateral fluoroscopy, the facet transverse process and pars junction at l5-s1 on the right was identified. This was made in line with the disk space, approximately 3.5 to 4 cm off midline. The pedicles were then tapped with a tap and measured, and then 6.5 x 45, was placed down the l5 pedicle on the right, and a 6.5 x 40 was placed down the pedicle on the s1. The jamshidi needle was placed down through the incision on the left side, down the pedicles of l5 and s1. K wires were then placed and these jamshidi needles were removed and the pedicles then tapped, measured and then the screw was placed down into the pedicles of l5 and s1 on the left side, 6.5 x 45 and 6.5 x 40. The spinal system was then used to make a pass to allow the rod to be placed and, under compression, the rod was positioned and tightened with top-loading screws. On (B)(6) 2005: the patient went for an office visit for follow up. On (B)(6) 2005: the patient went for an office visit for follow up. On (B)(6) 2005: the patient went for an office visit for follow up. On (B)(6) 2010: the patient went for an office visit due to low back pain. Diagnosis of sacroiliitis nec on (B)(6) 2011: the patient went for an office visit due to low back pain. On (B)(6) 2011: the patient underwent fluoroscopy guided bilateral sacroiliac joint injection. Procedure: under direct fluoroscopic guidance, a 25-gauge spinocan needle was advanced to the sacroiliac joint capsule on the left. The fluoroscope was repositioned and a 25-gauge spinocan needle was advanced into the capsule of the si joint on the right. After there was negative aspiration for blood, 2 cc's of omnipaque reveal an appropriate arthrogram. 3 to 4 cc's of 0.25% bupivicaine was instilled with 40 mg depomedrol into each capsule. And was discharged in stable condition. On (B)(6) 2011: the patient went for an office visit due to low back pain. On 25 oct 2011: the patient underwent fluoroscopy of bilateral sacroiliac joint injection. Procedure: under direct fluoroscopic guidance, a 25-gauge spinocan needle was advanced to the sacroiliac joint capsule on the left. The fluoroscope was repositioned and a 25-gauge spinocan needle was advanced into the capsule of the si joint on the right. After there was negative aspiration for blood, 2 cc's of omnipaque reveal an appropriate arthrogram. 4 cc's of 0.25% bupivicaine was instilled with 40 mg depomedrol into each capsule. The patient tolerated the procedure well and was discharged in stable condition. On (B)(6) 2012: the patient went for an office visit due to low back pain. On (B)(6) 2012: the patient underwent left and right sacroiliac joint radiofrequency thermocoagulation under fluoroscopy. Preop: left and right sacroiliac joint arthropathy. Procedure: left and right sacroiliac joint radiofrequency thermocoagulation under fluoroscopy. Perop: ap/lateral views of the right sacroiliac joint were taken and the fluoroscope then was brought into and the view was optimized in dual oblique plane for approach to the inferior pole of the right sacroiliac joint. A skin wheal was raised at the desired point of entry using 1 % lidocaine solution using a 25-gauge 1.25-inch needle. Next, three smk 5 mm active tip straight 10 cm cannulas were placed approximately 6 mm apart were advanced in serial fashion into the inferior pole of the right sacroiliac joint. Next, impedance levels were found to be good and three lesions were created at 80 seconds at 80 degrees centigrade. Ap/lateral views of the left sacroiliac joint were taken and the fluoroscope then was brought into and the view was optimized in dual oblique plane for approach to the inferior pole of the left sacroiliac joint. A skin wheal was raised at the desired point of entry using 1 % lidocaine solution using a 25-gauge 1.25-inch needle. Next, three smk 5 mm active tip straight 1 o cm cannulas were placed approximately 6 mm apart were advanced in serial fashion into the inferior pole of the left sacroiliac joint. Next, impedance levels were found to be good and three lesions were created at 80 seconds at 80 degrees centigrade. After each lesion, 1 cc of a medication mixture (80 mg depomedrol and 1 % preservative lidocaine) was injected. On (B)(6) 2012: the patient went for an office visit for follow up due to low back pain. On (B)(6) 2012: the patient went for an office visit for due to pain in lower extremities. Diagnosis of lumbar post laminectomy syndrome.